Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device made a crackling sound when charging. It was noted that the charge and shock values for the device were within recommended product specifications. The customer requested that the device be returned for bench repair. There was no reported patient or user involvement and no adverse patient/user impact.